Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion with mild tortuosity. The 4x23mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post dilatation was performed with a 4.5x12mm non-compliant unspecified balloon at 16 atmospheres (atm). Optical coherence tomography (oct) was performed, and the stent was noted to have become elongated. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported stretched stent could not be determined; however, factors that could contribute to material deformation (stretched stent) include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices, procedural technique or anatomical conditions. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported stretched stent. In this case, it is possible that the stent became stretched during retraction of the balloon following post dilatation, causing the reported material deformation (stretched stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.